Event description:
It was reported that the pt had his device removed and replaced with an inflatable penile prosthesis because of pt dissatisfaction. Apparently, the dissatisfaction was due to an "implant that had migrated a bit and was not working as intended".

Manufacturer narrative:
Artificial urinary sphincter revision surgery will be reported on q4 asr for 2012. Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.